Event description:
The customer reported that the attending nurse suspended the alarms during pt care. The nurse was unaware that the alarms were configured for infinite alarm suspend. The pt's rhythm changed to asystole and no alarm was generated as a result of the bedside alarm being suspended indefinitely.